Event description:
It was reported that the pt attended the hospital and saw the clinic engineer there due to hearing an unpleasant noise. Testing showed that the impedances were changing abnormally. When the stimulation amplitude is reduced, the voltages of the main diagonal in the voltage matrix don't reduce proportionally.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.